Manufacturer narrative:
Device has not yet been returned to manufacturer but is announced to be sent back for investigation. This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12 this report is re-sent via webtrader emdr-module.

Event description:
(B)(4). Event took place in tthe (B)(6). "Leakage from hub of spinal needle. Which could have resulted in the "failure" of the spinal anaesthetic"

Manufacturer narrative:
Additional data gained from device evaluation. This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12 this report is re-sent via webtrader emdr-module.

Event description:
(B)(4). Event took place in the (B)(6). "Leakage from hub of spinal needle. Which could have resulted in the "failure" of the spinal anaesthetic."